Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that poor communication occurred due to faulty cable unit and an e226 error occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, prior to an unknown procedure, the hd camera head, would randomly display an e226 error code and the screen would be ¿fuzzy with black and white dots.¿ the unit would intermittently work as the connections were disconnected and reconnected. The procedure was completed using similar equipment. There was no delay in the procedure. There were no reports of patient harm associated with this event. During follow up with the customer, the customer reported the device had been involved in a prior instance of e226 error code when connected to an olympus tower (patient identifiers (B)(6) and (B)(6)). At the time, the customer had assumed the tower had caused the e226 error code as multiple camera heads that were known to be working were attempted but would not work on the tower. The tower was then sent in for evaluation and the camera head was involved in a second occurrence of e226 (patient identifier (B)(6)). According to the customer, either device may have caused the first occurrence, as it is possible the error code might not have been cleared prior to attempting to use the known working camera heads. This MDR is being submitted to capture the reportable malfunction of e226.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. During testing, the subject device displayed a b30 scope communication error due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.